Event description:
Same case as 6000093-2006-02533. It was reported that after a coronary artery drug eluting stenting treatment procedure, a patient death occurred. The lesion was located in the left anterior descending artery (lad) and was severely calcified. At the beginning of the procedure, an attempt was made to load a liberte 4.00x12mm monorail bare metal stent (bms) "it was believed to be a pt2 guide wire", but the physician was unable to load. This was during preparation and the device had no patient contact. The pt2 guidewire was then "wiped down" and another liberte 4.00x12mm monorail bms was advanced to the lesion site and successfully deployed. Next, an unspecified taxus express2 drug eluting stent (des) was deployed in the lad. A perforation of the vessel occurred. A quantum maverick 4.00x8mm balloon was used to treat the perforation. The procedure was completed. At an unspecified time after the procedure, the patient expired. Further information has been requested, but none has been received as of the date of this report.

Manufacturer narrative:
H6. The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.